Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 390 mg/dl and their insulin pump had received failed battery and power loss alarm as well as had blank display. The customer was treated his high with pump. The customer states pump did not alarm with replace battery now. Troubleshooting was performed and noticed they do not receive frequent battery failed alarms. Alarm is cleared before inserting battery, the display was not blank less than 30 seconds and display is not blank currently. The customer checked alarm history and they received failed battery, low battery and power loss alarm. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.